Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 98% stenosis located in the proximal rca. The device was inspected prior to use with issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that the stent failed to cross the lesion. It was reported that the stent was placed between two towels, upon lifting the towel to retrieve the stent the towel became snagged on a raised stent strut. The account are unsure if the raised strut occurred outside the body. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 26th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.